Manufacturer narrative:
There is no evidence of a device malfunction. The cycler alarmed appropriately. The user's guide contains adequate info regarding probable causes of alarms and alarm recovery instructions. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No add'l info will be provided.

Event description:
A venous pressure high alarm occurred the end of a routine hemodialysis treatment when the operator attempted to remove a blood sample. The alarm could not be resolved by the operator. Treatment was discontinued without performing rinseback, resulting in an estimated blood loss of 190 cc. The pt's epogen dose was increased from 14,000 weekly to 22,000 weekly, due to a drop in hgb from 11.0 g/dl prior to the event to 9.9 g/dl post event. The pt was also administered venofer. No other medical intervention was required.